Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times after new batteries were installed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed button error, motor error and was exposed to moisture. The customer did not have a new battery to install or alcohol prep to clean the battery contacts with and could not continue to troubleshoot. Customer was advised to revert to a back-up plan per their doctor's instruction. The customer was also advised to call back to troubleshoot.